Event description:
It was reported the ipg is turning off without prompting. Surgical intervention may occur later to address the issue.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6)

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all functional testing. The allegation that the generator stopped several times a day was not confirmed. The ipg therapy delivery log showed that all program control was performed by a clinician programmer or a patient controller with one instance of a program being turned off with a magnet.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.